Event description:
It was reported that the port was implanted in 2003 and was in use for six months. The port was explanted because the catheter had separated from the port. There were no reported pt complications.